Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter memory was displaying incorrect results. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began at an unknown date time approximately 1 week prior to contacting lfs for assistance. She claimed that the meter's memory was showing a different reading from what is first displayed after the countdown. The reporter stated before the alleged issue began the patient was experiencing symptoms of "light headedness and felt shaky." The patient reportedly manages her diabetes with insulin through pump therapy and stated the patient administered her usual dose of medication since the alleged issue began. The reported stated no form of treatment was administered other than administering insulin through the pump. No other device was used for testing. At the time of troubleshooting, the cca noted that meter was not being used for the first time. The alleged issue remained unresolved and replacement products were sent to the patient. The subject meter is pending return for investigation. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred other than her usual insulin dose through the insulin pump. However, this complaint is being reported because the alleged product issue remained unresolved.